Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 9 month after the dental implant and abutment were placed in ada site 13, osseointegration had not yet been obtained in type iii bone. Clinician noted pain. No infection was present. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist also reported that immediate implant and immediate load were performed. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
The clinician reported that 9 month after the dental implant and abutment were placed in ada site 13, osseointegration had not yet been obtained in type iii bone. Clinician noted pain. No infection was present. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).